Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: asahi sion black, guide catheter: hyperion jr40. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the concentric, mildly calcified, non-tortuous, 75% restenosed, mid right coronary artery after the first inflation of the 3.25 x 15 mm nc tenku balloon dilatation catheter (bdc) at 20 atmosphere (atm) for 10 seconds, resistance was met with the non-abbott guide wire, but the devices were not stuck. The devices were removed from the anatomy separately. There was no reported device issue and both devices were continued to be used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis but the reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.